Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be reproduced through testing. Systems checkout was performed and system was functioning as intended. No parts were returned to the manufacturer.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a sacroiliac and thoracolumbar procedure, when rotating the detector around, a clunking sound was heard. The site attempted to take the first imaging spin and the spin stopped about a quarter of the way around, and the clunking sound was heard for the first spin. The site rotated the detector around the system using the buttons on the pendant and tried to take a second spin of the patient. No issues or sounds heard for the second spin. The reported delay to the surgery was approximately 1-2 minutes. It was reported that there were 5 people in the room for spins. The surgeon continued to use imaging system for the surgery. The site stated that nothing appeared to be stuck in the gantry to make the noise. There was no reported impact on patient outcome.

Manufacturer narrative:
It was determined there was an accidental radiation occurrence due to system noise. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. This issue is not a systemic issue as it was resolved by retaking the image. The investigation concluded the issue was suspected to be use error or workflow technique. If information is provided in the future, a supplemental report will be issued.